Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to inspect and clean the pump, attempt cartridge loading, and escalate troubleshooting when initial attempts failed. Despite these efforts, the cartridge issue persisted, leading to a decision to replace the pump. The replacement pump was sent, and the customer was advised on pump storage and return procedures.